Event description:
It was reported that a spectrum pump would power off upon power on. This occurred at the medicine b department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was not reproduced during testing. A review of the event history log revealed an "improper shutdown!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined and no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.